Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that there was a dissection noted during the procedure. During the procured in a tortuous and severely calcified vessel, the 7f guide catheter kinked and was changed out for another one. Using a guidewire, the physician dilated a balloon catheter 2.0 and he found a dissection, the stent could not pass the lesion. The physician changed to another to complete the case. The surgery was successful. The pt status is good.